Event description:
A customer obtained an erroneously elevated troponin (accu tni) result for one patient.subsequent testing produced a result in the normal reference range. The erroneous result was not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects accutni samples in plastic lithium heparin plasma tubes and centrifuges samples at 3,750 rpm for 10 minutes. Per customer, the sample was a short draw.qc was "drifting high the last few days"; however specific qc data has not been supplied. A routine system check performed after the event failed.a field service engineer (fse) was dispatched: a) the fse performed a preventive maintenance (pm) on the instrument. B) the fse did not note any hardware issues which would have contributed to this event.a definitive root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.